Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power on / "sizzing") has been confirmed. As received, the charger/modem would not charge a test battery pack. Upon evaluation, there was liquid contamination on the battery board. The cause of the inability to properly charge the battery packs the contamination. The root cause for the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem would not power on and a sizzling noise was heard.